Event description:
It was reported that the "insulation split at the distal tip" of the laparoscopic scissors. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was lost in transit by the shipping company and was never received by stryker sustainability solutions. Therefore, a device evaluation could not be performed. The lot number and serial number are unknown along with the manufacture date and expiration date. It is possible that the insulation split at the distal tip was a result of over activating the instrument during use or using the device with higher settings than needed to reach desired tissue effect, in combination with inadvertent excessive force against another solid/hard object during use (i.e. Staples, clips, bony surface, trocar surface etc¿). The instructions for use (IFU) reprocessed laparoscopic accessories states: ¿to avoid damage to patient, to operator or instrument, become familiar with a specific instrument and its clamping or cutting mechanism prior to employing it in a surgical procedure.¿ ¿careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force.¿ ¿instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument.¿ ¿close blades or jaws before attempting to withdraw instrument through the cannula. Visualize fully to avoid trapping tissue between the jaws of the instrument and causing inadvertent damage. Pull the instrument straight out through the cannula, avoiding lateral pressure that may damage the working tip.¿ ¿set the voltage (power) at the lowest possible setting that provides the desired surgical effect.¿ the device history record for the device could not be reviewed as the lot number is unknown. However, all devices are inspected prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00001 where the device burned the patient's liver due to damaged insulation even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.